Event description:
During a ptca / stenting treatment procedure, the catheter of the express2 monorail coronary stent delivery system fractured. The physician was attempting to advance the express2 stent through a vl3.5 runway guide catheter, but the device could not cross the lesion, and was not responding to torque manuevers. During withdrawal of the express2 monorail stent from the patient, it was noted that the catheter had fractured into two separate pieces. The express2 monorail coronary stent delivery system was removed and replaced with a guidant mini-vision 2.0x28 mm stent to successfully complete the procedure. No patient injuries or complications were reported.